Event description:
It was reported a that rise in ventricular impedance had occurred since implant. The physician opted to revise the system. During revision, it was found that the ventricular lead could not be fully inserted in the header port of the pulse generator. The device was explanted and replaced at that time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal pulse generator characteristics.